Event description:
It was reported the a (atrial) and v (ventricle) connectors are broken. It was also reported that during routine preventative maintenance it was found that the latching mechanism preventing unintended disconnection of leads from pacemaker was broken. This allowed leads to be pulled straight out of unit. Normal operation requires a button to be depressed on the leads as a prerequisite to disconnection. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the encoder nuts were not torqued to specification. (B)(4).